Event description:
The customer reported that the system was unable to boot up. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no report of pt or staff injury was reported. No further info is available.